Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump went dead. The customer blood glucose level was 404 mg/dl at the time of incident. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer did not provide any symptoms regarding to high blood glucose episode. Customer stated that the meter and the insulin pump linked successfully they tried to assistance with linking the transmitter and the insulin pump, but the transmitter would not flash green coming off the charger. The insulin pump will not be returned for analysis.